Event description:
It was reported that a user experienced persistent hyperglycemia after starting the ilet, with blood glucose at 363 mg/dl, and an infusion set issue occurred during a supply change when the adhesive was accidentally folded before application; the user was guided to replace the infusion set and reconnect. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included remote troubleshooting and user education on proper infusion set deployment and connection. Investigation of this case revealed that the infusion set was initially deployed incorrectly, which likely impaired insulin delivery, and the issue resolved after reinserting the infusion set and ensuring proper connection. It was concluded, based on previously established findings for similar reports, that user technique and incorrect infusion set application were the likely causes.